Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver of the customer (child) reported the message, "error 9," with the adc freestyle libre reader, when at school on (B)(6) 2020. The child experienced weakness, tremors, and hunger and was unable to treat themselves. The school's healthcare professional treated the child with oral glucose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection was performed on the reader and no issues were observed. Built-in reader test was performed and it passed. Error message was not observed, therefore, it is not confirmed.

Event description:
A caregiver of the customer (child) reported the message, "error 9," with the adc freestyle libre reader, when at school on (B)(6) 2020. The child experienced weakness, tremors, and hunger and was unable to treat themselves. The school's healthcare professional treated the child with oral glucose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.